Manufacturer narrative:
There was continual rebooting observed in the pump's black box data. The power rebooting was not duplicated during the investigation. The pump was run on a 24 hour basal program using the returned battery cap with no intermittent power/roboot occurrences. No moisture was found internally. There was no damage to the battery compartment threads or battery cap. The battery compartment was cracked on the side of the battery compartment from the threads traveling down along the side of the bumper to the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.